Event description:
It was reported that the rigid video scope color was clearly abnormal. The issue identified during the pre-use inspection prior to procedure and for a therapeutic type of unknown procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was component failure of the charged coupled device (r-unit). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal color tone of endoscopic image was caused by a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.